Event description:
Soft plastic material flaked off during use and was possibly ingested. Large amounts of small pieces were observed in material spit out during use. See attached pictures showing the source of the material. Dates of use: 2008.